Event description:
We have become aware of a potential issue with our record and verify system. It has been identified that some of the clinical notes created by physicians do not display in the echart navigator display function, creating a risk that clinical information (e.g. Patient's allergic information) is not seen by the operator who may use the echart navigator function to view and acknowledge patient information. The software issue has been identified and the missing notes in the navigator function are still accessible via another function called patient note. It's important to note the patient note function is described in our user manual and no mistreatment has occurred as a result of this issue.